Event description:
A customer in (B)(6) notified biomérieux of obtaining positive results when testing qc samples using vidas d-dimer exclusion ii 60t (ref. 30455-02, batch number 1008644180, expiry date 10-mar-2022) when the expected results were negative on minividas. The issue occurred in the context of an external quality assessment from qualab. - customer result on 26-aug-2021 from eqa campain 21-09-he: 2003.81 ng/ml or 2.004 mg/l ; expected range from qualab: 1.58 mg/l [1.23 ¿1.94] - customer result on 27-oct-2021 from eqa campaign 21-11-he: 618.51 then 598.75 ng/ml (mean 608.63 result returned : 0.609 mg/l); expected range 0.46 mg/l [0.35-0.57] calibration of lot 1008644180 was performed on 26-aug-2021, 27-oct-2021 and was conform but rfv s1 value was always close to the lower limit of mle range. Qcv results on the mini vidas instrument from 27-oct-2021, 22-feb-2022 and 02-jun-2022 were conform. A biomérieux internal investigation was opened. Note: reference 30455-02 is not sold or distributed in the united states. However, there is a similar device, u.s-only product reference, 30455-01.

Manufacturer narrative:
This report was initially submitted following notification from a customer in switzerland regarding positive results when testing qc samples using vidas d-dimer exclusion ii 60t (ref. 30455-02, batch number 1008644180, expiry date 10-mar-2022) when the expected results were negative on minividas. A biomérieux internal investigation has been completed with the following results: customers results: - with vidas d dimer exclusion ii ref 30455-02 batch 1008644180: eeq 21-09-he. Target value = 1.58 ng/ml [1.23-1.94] ng/ml. Value obtained : 2003.81 ng/ml or 2.004 mg/l. Eeq 21-11-he. Target value = 0.46 mg/l [0.35-0.57] mg/l. Value obtained : 618.51 ng/ml then 598.75 ng/ml. Investigation. 1. Device history record. The review did not highlight any issue during manufacturing for vidas d dimer exclusion ii ref 30455-02 batch 1008644180. There is no CAPA, no non conformity on vidas d dimer exclusion ii ref 30455-02 linked with customer 's complaint. 2. Complaint analysis. The analysis of complaints recorded against this lot did not reveal any quality issue for this lot or any systemic quality issue. 3. Tests and analysis performed. Product return. The quality controls were not available for investigation. Vidas d dimer exclusion ii ref 30455-02 batch 1008644180 was expired at the time of the investigation. Investigation protocol and obtained results. Control chart analysis. The analysis was performed for: - four (4) internal samples, close to the cscq quality control targets, at 202, 208, 394 and 585 ng/ml, - seven (7) batches of vidas d dimer exclusion ii ref 30455-02 including the customer¿s lot 1008644180. => all the sample results complied with the specifications and vidas d dimer exclusion ii ref 30455-02 1008644180 was in the trend compared to the other lots. Tests performed. Only a documentary analysis has been performed on vidas d dimer exclusion ii ref 30455-02 lot 1008644180 as this batch was expired at the time of investigation. All the following tests performed by the complaints laboratory have been performed with the batch 1009034700. Internal samples. - two (2) internal samples targeted at 202 and 585 ng/ml were tested on the retained kit of lot vidas d dimer exclusion ii 1009034700. =>all the results obtained were within specifications. No significant difference of activity was observed for vidas d dimer exclusion ii ref 30455-02 1009034700 compared to those observed before the batch release. External quality control proficiency probioqual. The complaints laboratory subscribes to probioqual external quality program and test those quality control samples such as an ordinary user. -two (2) probioqual quality controls targeted at 356.5 ng/ml and 358.9 ng/ml were tested with vidas d dimer exclusion ii ref 30455-02 1009034700. Sample 22hc01 : 359.89 ng/ml. Mean peer group 356.5 ng/ml with cv= 7% range [256.7 ¿ 456.3] ng/ml . Sample 22hc04 : 372.69 ng/ml. Mean peer group = 358.9 ng/ml ; cv = 5% range [258.4 ¿ 459.4] ng/ml. All the results obtained complied to probioqual specifications. The peer group variability complied to the vidas d-dimer exclusion ii between run variability specifications, ie cv< 9%. External quality control cscq preanalytical. Data from cscq package insert: "1. Allow the lyophilisate and dilution fluid, or (bi)distilled water, to return to room temperature (20 - 25 °c). 2. Drop the entire lyophilisate to the bottom of the vial, tapping gently if necessary against the vial. 3. Carefully open the vial, avoiding any loss of material. Allow air to enter before opening the vial the vial completely. 4. Using a certified pipette, add the exact volume of dilution fluid, or (bi)distilled water, as indicated on the label, in one go. (Water, as indicated on the label. The diluent should be introduced gently against the wall of the bottle. The use of a syringe to add the diluent is strongly discouraged. 5. Close the bottle and let stand, without shaking, for 15 to 30 minutes at room temperature in the dark. 6. Homogenize the sample gently: - invert 30 times or - leave for 10 minutes on the roller shaker - without causing foam. 7. Check that all the lyophilisate is dissolved and proceed immediately to the analysis. If exceptionally, the analyses cannot be performed immediately, the vial must be kept closed in the refrigerator (except for in the refrigerator (except for the samples for coagulation which cannot be stored). According to the customer feedback, the cscq quality control, after reconstitution, let at room temperature 10 min then put 10 min on a wheel and then vortex before use. French subsidiary has already advised the customer to avoid vortex mixing with the cscq quality control. 3. Root cause analysis and conclusion. According to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data for vidas d dimer exclusion ii ref 30455-02 batch 1008644180. Vidas d dimer exclusion ii ref 30455-02 batch1008644180 was expired at the time of the investigation. According to the tests performed on vidas d dimer exclusion ii ref 30455-02 1009034700 no anomaly was highlighted. Without customer's return sample further investigation cannot be pursued. In order to optimize the results obtained on the quality control samples, it is important to remind to the customers - the importance to respect the instructions for use regarding the homogenization of calibrators and controls vials (using a vortex type mixer) for vidas calibration - to follow the instruction for use mentioned in the package insert of the quality control samples especially regarding the handling of these samples (stability and homogenization). - the importance to perform the required maintenances (user maintenance and preventive maintenance) in order to maintain instrument performances. There is no reconsideration of the performance of vidas d dimer exclusion ii ref 30455-02 batch 1008644180.